Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 43. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, swelling, bleeding, hypersensitivity, abscess and inflammation. No further patient complications were reported.